Manufacturer narrative:
No sample was returned for evaluation. The lot number was not provided; therefore, the device history record could not be reviewed. There is nothing in the manufacturing process that could have caused or contributed to the reported event. The finished product met all specifications prior to being released for general distribution. The instructions for use states in the precautions section: "avoid excessive handling i.e. Crushing or crimping resulting from use of surgical instruments such as forceps and needle holders. Adequate knot security requires the accepted surgical technique of flat, square ties, with additional throws as warranted by surgical circumstance and the experience of the surgeon. The use of additional throws may be particularly appropriate when knotting monofilaments. Strong familiarity with surgical procedures and techniques for nonabsorbable sutures is required before use. Discard used needles in appropriate container ("sharp"). This device should be handled and disposed of in accordance with all applicable regulations including, without limitation, those pertaining to human health and safety and the environment." And in the adverse reactions section it states: "adverse effects associated with the use of this device include: wound dehiscence, calculi formation in urinary and biliary tracts when prolonged contact with salt solutions such as urine and bile occurs, infected wounds, minimal acute inflammatory tissue reaction, and transitory local irritation." (B)(4).

Event description:
It was reported that the suture went through the ligament but was not captured on the other side. The doctor was then unable to get the bullet out of the ligament. Instead of forcing the removal of the bullet, he attached the tail end of the suture to the graft he was implanting. He then utilized a clip to secure the tail end to hold the graft in place. The bullet remained implanted.